Event description:
It was reported that during a lap right hemicolectomy, the firing force was higher than expected when the device loading ecr60b was used on the colon transversum. After the jaws were released, the cartridge was broken. Another echelon device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. Was buttressing material utilized? If so, which product? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged drivers, damaged one piece sled. The analysis found that one device was returned in good visual condition and with two reloads present. Reload c was received in good visual condition and fully fired; reload b was received with the cartridge body, drivers, and one piece sled damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.